Event description:
User alleges the pt's dr wanted to perform a cadence trial and the pt was trach'd with the portex 8mm tracheostomy tube. The tracheostomy tube was pretested per instructions for use. Day 1 cadence trial reported no problems with pt. Day 2 cadence trial pt had clinical (non-respiratory) issues. When pt was removed from day 2 trial and placed back on inflated trach with inner cannula and positive pressure ventilation, a leak was noted around the trach tube that measured at approx 200cc per breath. Approx 24 hours later, pt was noted to have subcutaneous emphysema through listening to pt's chest.